Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Unreport both the previously reported events.

Event description:
Upon review by abbvie medical safety it was determined that since scratch on the implant was found prior to patient use and no harm occurred to the patient, therefore, this event (device defect) would be considered non serious in nature and if the device defect should reoccur it would likely not cause or contribute to death or serious injury. Hence un-reporting the previously reported events.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "black stain was found on the surface". Phone number:(B)(6).

Event description:
Healthcare professional reported "black stain was found on the surface". This record is for both sides. Device is not implanted. Later it was reported that the device was explanted and returned.

Event description:
Healthcare professional reported "black stain was found on the surface". This record is for both sides. Device is not implanted. Later it was reported that the device was returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.